Manufacturer narrative:
3003721894-2017-00557 is associated with argus case (B)(4), ultra corega cream mint flavor. Ultra corega cream mint flavor is marketed as super poligrip cream in the us. Device evaluation (issue number (B)(4)) on 24 april 2018: the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The retain sample was sent to the lab for analysis: test: description. Specification: a reddish pink mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Results: complies. Test: extrudability. Specification: easy to moderate. Result: easy. Test: separation. Specification: none to slight. Result: slight. Test: ph. Specification: 6.5 to 7.5. Result: 6.6. Conclusion: testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Complaint reason: unsubstantiated. (B)(4).

Event description:
Choking [choking], accidental product ingestion [accidental device ingestion], throat blockage [throat tightness], overuse [intentional device misuse]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received double salt dental adhesive cream (ultra corega cream mint flavor) unknown (batch number b93e, expiry date july 2019) for denture wearer. Concurrent medical conditions included ill-defined disorder. In 2012, the patient started ultra corega cream mint flavor. On an unknown date, an unknown time after starting ultra corega cream mint flavor, the patient experienced choking (serious criteria gsk medically significant), intentional device misuse, accidental device ingestion (serious criteria gsk medically significant) and throat tightness. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the choking, intentional device misuse, accidental device ingestion and throat tightness were not reported and the outcome of the product complaint was not reported. It was unknown if the reporter considered the choking, intentional device misuse, accidental device ingestion and throat tightness to be related to ultra corega cream mint flavor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the reporter informed that her brother has special needs (not specified) and he it is been using for 5 years this product. She informed that the product is fluid and no fix his prosthesis, flowing easily through the prosthesis causing blockages in his throat and exposing it to serious risk of choking and he is ingesting the product. Because the fluid consistency, he is using more than the local leaflet recommends (overuse). We also considered product complaint for this case. The action taken with ultra corega cream mint flavor was no change. Follow up was received from quality assurance department on 24 apr 2018, this case was reported for (batch number b93e, expiry date july 2019). Quality assurance analysis revealed the product complaint to be unsubstantiated.

Manufacturer narrative:
This report is associated with (B)(4), ultra corega cream mint flavor. Ultra corega cream mint flavor is marketed as super poligrip cream in the us.

Event description:
Choking [choking]. Overuse [intentional device misuse]. Accidental product ingestion [accidental device ingestion]. Throat blockage [throat tightness]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received double salt dental adhesive cream (ultra corega cream mint flavor) unknown (batch number b93e, expiry date july 2019) for denture wearer. Concurrent medical conditions included ill-defined disorder. In 2012, the patient started ultra corega cream mint flavor. On an unknown date, an unknown time after starting ultra corega cream mint flavor, the patient experienced choking (serious criteria gsk medically significant), intentional device misuse, accidental device ingestion (serious criteria gsk medically significant) and throat tightness. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the choking, intentional device misuse, accidental device ingestion and throat tightness were not reported and the outcome of the product complaint was not reported. It was unknown if the reporter considered the choking, intentional device misuse, accidental device ingestion and throat tightness to be related to ultra corega cream mint flavor. Additional information: the reporter informed that her brother has special needs (not specified) and he it is been using for 5 years this product. She informed that the product is fluid and no fix his prosthesis, flowing easily through the prosthesis causing blockages in his throat and exposing it to serious risk of choking and he is ingesting the product. Because the fluid consistency, he is using more than the local leaflet recommends (overuse). We also considered product complaint for this case. The action taken with ultra corega cream mint flavor was no change.